Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
Reference manufacturer numbers: 3006705815-2021-00594, 3006705815-2021-00595. It was reported that the patient had an infection at both the ipg and lead incision sites. In turn, the patient underwent surgical intervention wherein the system was removed.